Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient underwent catheter exploration on (B)(6) 2018. A leak in the catheter was identified. The cause of the leak in the catheter was unknown. The catheter leak had been resolved. The patient underwent a catheter revision on (B)(6) 2018 to replace the portion of the catheter where a leak was identified. The patient was doing well. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2018-apr-17. It was reported that the catheter may have been nicked during spinal surgery.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen (375mcg/day) and morphine (0.375mg/day) via intrathecal drug delivery pump. The indication for use was noted as spasticity. It was reported that the patient had a lumbar laminectomy at l4-5 with fusion back on (B)(6) 2017. Since that surgery, she has had some "fullness" at the incision and has been seen several times in clinic. Per the hcp's clinic visit note in early (B)(6) 2018, she had a significant fluid collection above the fascia lumbar spine. The rest of the lumbar spine looked normal status post-surgery. The hcp presumed she had a leak around the catheter. They may have needed exploration and the patient may have needed a new catheter in a new spot to cure this problem. The hcp arranged for a computed tomography (CT) scan of the thoracic and lumbar spine so they could see the entire course of the catheter and make a decision. On (B)(6) 2018, the patient came for follow up following her CT scan and was scheduled for surgery on 2018-apr-09. The issue was not resolved at the time of the report. The patient was said to be "alive - no injury." There were no further complications reported at this time.